Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of a no flow could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report of one (1) ce infusor lv10 device which was filled with timentin 9.3g. The device reportedly failed to run. This occurred while a patient was connected. However, no patient injury or medical intervention was reported. This is total report number 3 of 5 for this facility.